Event description:
Health professional reported "explanted band/complication of device." No additional info was provided.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2013. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number. Further info from the reporter regarding the "complication of device" and diagnostic testing has been requested.